Manufacturer narrative:
(B)(4).

Event description:
A hemodialysis user facility has reported a kink in the arterial line of the bvm combiset bloodline. Additional information was received on (B)(6) 2010 from the reporter of the event who stated that upon initiation of treatment the access site was good and dialysis was started and the machine alarmed low negative pressure. She lowered the bfr which helped but did not completely fix the problem. She reversed the lines and the problem persisted. At the time she did not see a kink, however, when she looked closer found a kink on the arterial line before the chamber. She "untied it" and applied tape to complete the remainder of the treatment. The patient is fine and there is no sample available for evaluation.